Manufacturer narrative:
H6:code 400: damaged crimp tab. Visual inspections & results: batch number k00t77. Cartidge pan in place/condition yes/good, condition of drivers good, lockout tabs on pan condition fired, position/condition of wedge sleds fully fired. Functional tests & results: condition of clamp first lockout good, condition of clamping mechanism good, condition of firing mechanism good, condition of knife good, condition fo wedge bands good, is hyper lockout condition present good. Analysis conclusion: based upon info received and the visual examination, it was concluded that the instrument was returned with a damaged upper crimp tab. No testing could be performed dut to the condition of the upper crimp tab. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
The device was used during a hysterectomy procedure. It was reported by the affiliate that the surgeon could not remove the device after firing process. The surgeon had to cut tissue around the device to get it out. There was no pt consequence.